Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity. We did receive performance data collected from the device and have analyzed the data. Time of recommended replacement time (rrt) in save to disk occurred on (B)(4) 2011, device rrt<=2.62 volt. Weekly battery voltage log data shows min bat=2.64 to 2.62 volts minimum between (B)(4) 2011 and (B)(4) 2011. A patient alert for low battery voltage occurred on (B)(4) 2011 02:15:04.

Event description:
It was reported that the device was at recommended replacement time (rrt) and premature depletion was suspected. The device will be replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was at recommended replacement time (rrt) and premature depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Time of recommended replacement time (rrt) in save to disk occurred on (B)(6) 2011, device rrt<=2.62 volt. Weekly battery voltage log data shows min bat=2.64 to 2.62 volts minimum between (B)(6) 2011. A patient alert for low battery voltage occurred on (B)(6) 2011 02:15:04.